Event description:
The customer reported that the device had a 12 lead ECG failure. The customer stated that "patient care was not comprised and the patient was transported without further incident."

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.